Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during an explant procedure (reference MFR. Report# 1627487-2018-11603), the patient's ipg was surrounded by a milky substance. Reportedly, particular parts of the patient's ipg was calcified. In turn, cultures were presumed (B)(6).